Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old, male patient with history of transient ischemic attacks and carotid stent implant (2007) underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a stroke. During the procedure, the pentaray nav eco 7fr catheter was connected to a pressure bag and bubble catcher, and the pentaray catheter would not flush. When removing the bubble catcher, it snapped off inside of the pentaray. Flushing of each component and flushing pentaray with syringe was attempted but not successful. The pentaray was then replaced and the issue remained with a sensor error 106. The catheter cable was replaced, and the issue remained. The case was continued and completed without the pentaray. The day after the procedure, the patient might have suffered a stroke. The patient did not have function of the left side and was sent to get a computed tomography (CT) to confirm. No medical intervention was provided. The patient was reported to be in stable condition. Extended hospitalization of one week was required. Patient¿s condition was unchanged from point of discovery at 8am the day after the procedure to when magnetic resonance imaging (MRI) was being performed. MRI and CT results are unknown. Physician¿s opinion on the cause of the event was patient condition related.

Manufacturer narrative:
It was reported that a 76-year-old, male patient with history of transient ischemic attacks and carotid stent implant (2007) underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ bi-directional navigation (stsf) catheter and suffered a stroke. Additional information was received 1/13/2020 indicating that the patient had a history of stroke and they had no MRI results. The patient made full recovery and regained almost all functions. The first pentaray was prepped normally and flushed and used to map the left atrium. Then it was exchanged for the stsf and pulmonary vein isolation was completed. The stsf was withdrawn. Before the pentaray was inserted they tried to flush it without success. After the 1st pentaray was replaced, the stsf catheter was inside the body and showed no errors related to force measurement. While troubleshooting on the 2nd pentaray was being performed the stsf catheter was being used to remap the la. The pentaray was disconnected once the physician decided to just finish the case with the stsf catheter. The error did resolve when the pentaray was disconnected. Since the physician was satisfied with mapping with the stsf, they decided not to use the 2nd pentaray. The 2nd pentaray as never inserted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).